Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After completion of the transeptal puncture, a small pericardial effusion was identified. No interventions were required in response to the pericardial effusion and the procedure was successfully completed.